Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jul2019. The field service engineer (fse) replaced the flow sensor assembly to address the reported problem.

Event description:
Performance verification testing failed for flow accuracy. The device was not being used for treatment when the reported event occurred. The event date was not specified, estimate used.